Event description:
It was reported that two filter arms were crossed upon deployment of the filter. The filter was removed and another manufacturer's filter was implanted. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related caused for this event. The device was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.